Manufacturer narrative:
The customer reported their AED displayed service code warning for error code (error_none =1) , indicating the cause may be battery depleting due to failure to address red asi. The maintenance schedule is reported as monthly. Analysis of the log history file showed the device entered service 26 apr 2018. On 15 dec 2021, the AED gave a 'battery low' warning during the self-test. On 16 dec 2021 a new battery pack was installed. On 01 aug 2023 the device displayed a battery pack warning and continued until 09 oct 2023 when the battery became fully depleted. On 02 apr 2024 a new battery pack was installed, and the customer cleared the service code warning. The AED functioned as designed and the AED is okay to remain in service. Advised the customer to monitor the device and reviewed proper maintenance. The battery pack depletion is attributed to the customer's failure to address the warnings displayed by the AED. The IFU states: improper maintenance can cause the ddu series aeds not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. The available information does not reasonably suggest that the device did not perform as intended, or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED battery was depleted. They reported that this did not occur during patient use.